Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was not able to be interrogated by the remote monitoring system. As a result, it was recommended the patient present to the clinic for a follow-up. The clinic contacted the patient, but the patient did not present for a follow-up. No adverse patient effects were reported.